Manufacturer narrative:
Additional information was obtained on 14-mar-2024. The clinician experienced a difficulty removing the healing collar (hc). Once removed there was damage to the implants internals and the hc were stripped. Zimvie received one (1) hc455, (heal collar 4.5x5.5, 5mm) for evaluation. Visual evaluation was performed, there was signs of use. Damage to the threads was identified. The threads were also discolored. DHR review was completed for the subject lot number 2120002066. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120002066 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : damaged drive feature¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4) the most likely root cause determined from the investigation was the torque applied during placement/seating exceeded recommended value. Therefore, based on the available information, a device malfunction did occur. The abutment threads were damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: email unknown / not provided.

Event description:
It was reported that the doctor had a hard time removing the healing collar and once it was removed there was damage to the internal implant and healing collar was also stripped in the processed. The implant was internally damaged and the healing collar was stripped because the doctor had a hard time removing the healing collar during clinical procedure.